Manufacturer narrative:
.

Event description:
Complainant alleged that while attempting to defibrillate a pt (age & gender unk) the device would not deliver a shock and displayed "check pads" and "poor pad contact" messages. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.